Event description:
It was reported that the programmer was unable to complete a software update, via either the jump drive or the software distribution network. The programmer was returned for service. There was no patient involvement. It was further reported that the device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to update software and therefore it was reconfigured and the software reloaded. Analysis also found that the left keyboard hinge was broken and that there was a broken pin in the electrocardiogram connector. The hinge and the link electronic module board were both replaced. (B)(4)